Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw on the small clamp would no longer turn, there was damage to the instrument. There was no patient present.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. The reported issue was confirmed via visual/physical examination. There was a mechanical failure, specifically the adjustment screw of the returned clamp had been cross threaded into the clamp arm and had now seized. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.